Manufacturer narrative:
The device was returned to repair center for evaluation. The technician confirmed the no image issue was due to a faulty cable unit. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed no previous repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the potential cause of the reported issue is due to a defective cable. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (oscm) was informed that a customer 4k camera head was returned for service/repair for a reported "no image" malfunction which was first observed during preparation for use. The intended laparoscopic surgery was completed with another like device. The procedure was not delayed more than 15 minutes (patient was not under anesthesia). No patient injury or harm was reported to olympus.